Event description:
It was reported that the patient underwent a sling procedure in 2004. Post operatively the patient exprienced high post-void residuals. In 2004 a urethrolysis was performed. The urinary retention has resolved.